Manufacturer narrative:
Describe event or problem updated. (B)(6). Bsc ID: (B)(4).

Event description:
It was further reported that the non-bsc introducer sheath was in place from the patient¿s skin surface through the renal pelvis and extending down the ureter. As the radiologist inserted the 75cm .035 amplatz super stiff¿ guide wire into the introducer sheath, the wire somehow created a 1cm slit in the end of the introducer and became lodged in the slit. The radiologist attempted to remove the wire but it unraveled so a second wire was placed down beside the first so as not to lose access and removed both the damaged wire and the introducer together. A new introducer was then inserted and carried on with the case.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The unit returned has unraveled catheter. The guidewire has the distal tip unraveled and it is broken in two sections; the first one is approximately located at 70cm from proximal end, the second is approximately located at 74.5cm from the proximal end. All sections together complete the 75cm that it should measure. The outer diameters of the middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the non-bsc introducer sheath was in place from the patient¿s skin surface through the renal pelvis and extending down the ureter. As the radiologist inserted the 75cm .035 amplatz super stiff¿ guide wire into the introducer sheath, the wire somehow created a 1cm slit in the end of the introducer and became lodged in the slit. The radiologist attempted to remove the wire but it unraveled so a second wire was placed down beside the first so as not to lose access and removed both the damaged wire and the introducer together. A new introducer was then inserted and carried on with the case.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the guide wire perforated another device. After an 8fr x .038 non-bsc introducer sheath was engaged, a 75cm .035 amplatz super stiff¿ guidewire was advanced to cross the lesion. However, the wire cut through the introducer sheath then became unraveled and stuck. The physician was able to remove the device out and completed the procedure. No patient complications were reported.